Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.7cm was returned for analysis. External insulation abrasion was noted at 17.2-17.3cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 43.4-43.5cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 10.5-14.0cm from the distal tip. Internal insulation abrasion was noted at 15.4-17.3cm and 31.3-32.8cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 28.8-28.9cm from the distal tip. Clavicle crush damage was noted at 32.8-34.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented in-clinic, externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No electrical anomalies were detected. The lead was explanted and replaced. Patient condition was good after the event.